Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient had elevated cobalt and chromium levels. The patient was revised due to metal on metal failed left hip with minimal synovitic reaction. Revision notes reported, patient had dense scar between the medius and the capsule. There was some slightly cloudy thin fluid which was sent for culture and was negative for organism. There was also some slight brownish discoloration but surprisingly minimal amount of synovitis. The cup was removed and the minimal amount of bone was removed. Small amount of bone was loose with the cup. Doi: (B)(6) 2009. Dor: (B)(6) 2017; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.